Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma."

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2012. Subsequently, the custom stem fractured. No revision has been reported to date.

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2012. Subsequently, patient was revised on an unknown date due to a fractured custom stem.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.